Event description:
It was reported that: " product bent near the hub and started leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two photos for evaluation. The images show a catheter with a kink located directly adjacent to the juncture hub. Despite the evidence of kinking , the customer report of a leak from the damage could not be confirmed from the photos alone. A complete visual inspection to evaluate the damage and determine if the material is torn could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a catheter leak could not be confirmed by visual inspection of the customer supplied photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " product bent near the hub and started leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."

Manufacturer narrative:
Qn# (B)(4). The customer provided two images for analysis. Visual analysis revealed kinking directly adjacent to the juncture hub. No other defects or anomalies were observed. The customer also returned one, 3-lumen PICC for analysis. Signs of use in the form of biological material were observed inside the extension lines and catheter body. It was noted that a section of the catheter body was severed and was not returned for analysis. Visual analysis revealed two small holes approximately 0.6cm and 1.6cm from the juncture hub. A very small kink was also observed adjacent to the more distal hole. Microscopic examination confirmed the damage and revealed that the appearance of the hole is consistent with damage due to contact with a sharp object (i.e. Scissors, scalpels, etc.). The location of the holes (portion of catheter where dressing would be applied) could be consistent with contact with sharps during a redressing. The evidence of kinking at the holes could be consistent with an occlusion causing a pressure related rupture of the catheter body. The holes measured 0.6cm and 1.6cm from the juncture hub. The catheter body length from the juncture hub to the severed end measured 14.3125", which indicates that between 7.6085"-7.8585" of the catheter body was severed and no returned for analysis (per catheter product drawing. The outer diameter of the catheter body measured 0.0815", which is within the specification limits of 0.0770"-0.0840" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial extension line, water was observed leaking from the proximal hole. When flushing the proximal extension line, water was observed leaking from the distal hole. No leaks were noted when flushing the distal extension line. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A long pin gauge was inserted through all extension lines. Resistance was encountered at the location of the kinking; however, the long pin gauge passed through all functional sections with little to no resistance. This test could not be performed on the severed section of the catheter body as it was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed two small holes adjacent to the juncture hub. The appearance of the holes is consistent with either a pressure related rupture or contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. No evidence of a manufacturing issue was observed during evaluation of the returned catheter. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " product bent near the hub and started leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."